Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specs. The pump passed self-test, alarm error test and displacement test. However, the pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The pump was received with bleeding glass on lcd board, scratches on lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she went to wash her face and the pump fell off. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.